Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was also high capture thresholds on the patient's right atrial lead, which also prompted the explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29726. It was reported that a patient presented with oversensing on their right ventricular and right atrial leads. The leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.